Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor provided a reading of 210 mg/dl which was lower in comparison to a reading of 300 mg/dl that was obtained on the built-in reader. The customer further reported experiencing nausea, vomiting, dyspnea, "head that is rotating" and had contact with a healthcare professional who diagnosed her with diabetic ketoacidosis (dka). Customer was administered a sodium chloride perfusion, humalog perfusion, humalog injection (dose unknown), and a modification to insulin protocol as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported that the adc freestyle libre sensor provided a reading of 210 mg/dl which was lower in comparison to a reading of 300 mg/dl that was obtained on the built-in reader. The customer further reported experiencing nausea, vomiting, dyspnea, "head that is rotating" and had contact with a healthcare professional who diagnosed her with diabetic ketoacidosis (dka). Customer was administered a sodium chloride perfusion, humalog perfusion, humalog injection (dose unknown), and a modification to insulin protocol as treatment. There was no report of death or permanent injury associated with this event.